Manufacturer narrative:
The cobas c 111 analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk results for qc material and patient samples from the cobas c 111 analyzer. One example was provided. The initial result was 150 mg/dl, and the repeat result was 109 mg/dl.